Event description:
It was reported that the customer was having issues with the battery on the insulin pump even with the new battery cap. Customer's blood glucose was 126 mg/dl. Troubleshooting was done for failed battery test. Advised customer the insulin pump would be replaced. Advised customer to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.